Event description:
It was reported that bd needle eclipse leaked. The following information was provided by the initial reporter: a couple of drops leaked from the syringe - caught by gauze ( this was disposed of in an appropriate sharps bin). The leak appeared to come from where the needles leur lock was attached to the leur lock of the syringe. No harm to patient. One of our nurses have reported a few drops of medication had leaked from the connection between the bd eclipse needle and the leur lock syringe.

Manufacturer narrative:
A device history record review was completed for provided material number 305760 and batch number 2412001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discardit syringe; however, no signs of leakage were observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Engagement force is measured during manufacture as part of the in-process inspections and final testing prior to release. Smartslip technology has been introduced to ensure that a secure connection is made with luer slip syringes. Also, needles are manufactured and released according to applicable procedures and complies with international standard iso. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.